Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was not reported. The customer noticed moisture underneath the insulin pump's screen. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic assembly or motor assemblies per visual inspection. The insulin pump was received with minor scratches on the display window, a missing end cap sticker and broken battery tube threads.